Event description:
Placed physio flex edwards ref (B)(4) 34mm annuloplasty ring and "it wasn't working" per doctor. He removed it and the edwards rep noticed a wire was poking out of the end. No harm to patient.